Event description:
It was reported that there was a lead revision on (B)(6) 2014 and a lead was replaced with a new one. It was noted the health care profession did it this way as there was less surgical intervention needed to just replace an old lead with a new one. The reporter stated that the original lead had migrated and the stimulation pattern was not adequate to cover the patient¿s pain. It was noted that the patient had stimulation in the wrong location. It was noted that there was nothing wrong with the old lead per impedance testing. The old lead had migrated and was noted under x-ray. Patient symptoms associated with the event included less than 50% therapy relief at the lead location. The new lead was placed in the proper location and the patient reported that new lead placement had proper stimulation during intra-operative testing. It was noted that the health care professional abandoned part of the lead within the patient as he was unable to remove part of the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).